Event description:
IT WAS REPORTED THAT THE PATIENT IMPLANTABLE PULSE GENERATOR (IPG) WAS NOT HOLDING A CHARGE. THE PATIENT UNDERWENT IMPLANTABLE PULSE GENERATOR (IPG) REPLACEMENT PROCEDURE. PROGRAM OPTIMIZATION WAS ATTEMPTED POSTOPERATIVELY AND WAS NOT SUCCESSFUL. OLD BATTERY AND LINEAR LEAD NOT ABLE TO BE RETURNED DUE TO HOSPITAL POLICY.

Event description:
IT WAS REPORTED THAT THE PATIENT IMPLANTABLE PULSE GENERATOR (IPG) WAS NOT HOLDING A CHARGE. THE PATIENT UNDERWENT IMPLANTABLE PULSE GENERATOR (IPG) REPLACEMENT PROCEDURE. PROGRAM OPTIMIZATION WAS ATTEMPTED POSTOPERATIVELY AND WAS NOT SUCCESSFUL. OLD BATTERY AND LINEAR LEAD NOT ABLE TO BE RETURNED DUE TO HOSPITAL POLICY. ADDITIONAL INFORMATION STATED THAT THE PATIENT HAD GREAT COVERAGE POSTOPERATIVELY.

Event description:
It was reported that the patient Implantable Pulse Generator (IPG) was not holding a charge. The patient underwent Implantable Pulse Generator (IPG) replacement procedure. Program optimization was attempted postoperatively and was not successful. Old battery and linear lead not able to be returned due to hospital policy.Additional information stated that the patient had great coverage postoperatively.

Manufacturer narrative:
Investigation Result:The device was not returned to Boston Scientific for analysis.Device History Record:A review of the Device History Record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported.Investigation Conclusion:Based on a thorough review of the reported complaint, an investigation conclusion code of Cause Not Established was assigned to the investigation for all components.